Event description:
The customer reported that the system lost motorized motion. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The cpu was replaced. The system was tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.